Event description:
Review of the information received to date reveals that the vocal cord paralysis is most likely due the high impedance/lead fracture reported in MDR# 1644487-2013-03153. This lead fracture was likely the result of a charge imbalance condition and an abraded opening in the lead insulation causing dissolution of the lead conductor at the opening location. The vocal cord paralysis is likely due to nerve inflammation caused by the dissolution of the conductor material. It should be noted that the physician indicated there was no manipulation or trauma that preceded either the high impedance or vocal cord paralysis.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient has experienced hoarseness since (B)(6) 2013 and that she has been evaluated by two different otolaryngologists and she was told she has vocal cord paralysis on the left side. Attempts to obtain additional information have been unsuccessful to date.